Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed because there were vertical lines noise, horizontal lines noise and lattice noise. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by the failure of the ccd unit and electrical continuity error due to water invasion. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.